Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, to provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the customer is trained in reprocessing the device as per IFU (instructions for use) by olympus field service and they are correctly performing the reprocessing steps including brushing without any delay in pre-cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that reprocessing could not be performed properly due to water leakage that occurred in the equipment, and the foreign matter could not be removed. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the detection method is described in the instruction manual tjf type 150 operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope had reduced angulation (bending manipulation and insertion tube defects). The issue was found during receipt inspection. Inspection and testing of the returned device found forceps elevator had yellowish/brown foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found right switch function failed, right image inspection failed- foggy, light guide appearance failed. Distal end appearance ¿ models with forceps raiser- failed. Bending cover - adhesive deterioration and separation on the thread-wound sections. Insertion tube buckles and coating peel-off/buckles on protector insertion section. Angle knob rotation/angulation directions/knob play/bending angles. Right light guide illumination inspection- failed. Insertion section-due to damage on channel-tube, water tightness is lost. Due to deformation of electrical-connector, water tightness is lost. Due to corrosion, switch button 1 does not work. Due to corrosion, switch button # 2 does not work. Due to corrosion, switch button 3 does not work. Due to corrosion, switch button 4 does not work. Due to deformation of nozzle, water removal ability does not meet the standard value. Due to damage on charged coupled device unit, foggy image occurs. The nozzle is deformed. Objective lens has a scratch. Adhesive around light guide lens has discoloration. Forceps elevator has foreign material. Plastic distal end cover has a scratch. Adhesive on bending section rubber is detached. Connecting tube has coating peeling. Indication on connecting tube is unclear. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to the wear of angle wire, bending angle in down direction does not meet the standard value. Due to the wear of angle wire, bending angle in right direction does not meet the standard value. Due to the wear of angle wire, the play of upward/downward knob is out of the standard value. Due to the wear of angle wire, the play of r/l knob is out of the standard value. Light guide cover glass has a dent. The connector is broken. Scope cylinder is shaved. The light guide bundle has broken. The control unit has corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.